Manufacturer narrative:
The samples were collected in lithium heparin tubes. No centrifugation data was supplied. Qc was within specifications prior to and after the event. A system check performed in 2007, after the event, was within specifications. A field service engineer (fse) was on-site on three days later: the fse conducted: investigation protocol, diagnostic testing and precision run, and all results passed within specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results for one patient samples that were generated by the access 2 immunoassay instrument. A patient sample (a) was tested for accu tni and a result of 0.43ng/ml was reported out of the lab. On the same day, a fresh sample (b) was collected from the patient and tested for accu tni, and a reuslt of 2.57ng/ml was verbally reported to nursing staff. Sample b was re-tested and the repeated result was 11.73ng/ml. The customer re-spun and filtered sample b and then repeat testing once more, and the reuslt was 0.00ng/ml. After a system clean and system check were run, another sample (c) was collected from the patient and tested in triplicate. A "no value" and 2 results of 0.00ng/ml were obtained. Sample b was tested for accu tni at sister lab and a result of 0.01ng/ml was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.